Manufacturer narrative:
Lot number was not provided; therefore, the expiration date is not available. Concomitant medical products: zcb00 iol, sn (B)(4) / dk7796 hand piece, lot # unknown. (B)(6). The device manufacturer date is not available as the lot number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the plunger of the injector perforated the 1mtec30 cartridge. The iol was implanted without any problem. No patient injury reported.

Manufacturer narrative:
Device available for evaluation - yes - returned on the 02/03/2016. The cartridge was returned to the manufacturing site for investigation. Visual inspection showed scarce amount of ovd (ophthalmic viscoelastic) and the cartridge tip was observed crack. Therefore, the reported complaint was verified. Manufacturing records review: since the lot number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.